Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. Testing confirmed that the patient's device was not functional. Surgery to explant the patient's device will be scheduled when the patient receives medical clearance to undergo surgery.